Event description:
Additional information received reported that the patient implanted for incontinence was drinking a lot of water, 3 to 4 ounces, and then it started acting up on him; he was going every hour. Before implant the patient was going to the bathroom every 20 to 30 minutes and after every 75 to 80 minutes. He slowed down on drinking water and now was having a hard time getting back to the flow he had before. The trial also worked better than the permanent implant as he had good flow all the time during the trial. The patient stated that maybe the secret was to drink more glasses of water every time he went to the bathroom. Then the urine backed up on him and his abdomen was hurting. The issues started two days ago, little by little. The patient had an appointment scheduled for the friday after the report with his healthcare provider (hcp), so the hcp could adjust the setting. However, the patient was not having issues with the flow. He could feel the stimulation ¿in there¿ and it was comfortable. He had ¿like little drops, gave sensation like he was going to urinate good, and then gave him a little drops and or little more urine then the drops.¿ this also started a couple days prior to the report, so he changed his settings from 1.9 volts to 2.2 volts. He noted though that it was working on 1.9 volts, so he was going to decease. His urine had decreased, but urgency made him feel like he could go. The patient had only used three programs out of four. Program 1 did not work because it hit in the urethra and program 2 did not do anything. Six days later the patient reported that he had to keep drinking water, otherwise the flow went away. This had been an issue since implant. Almost two weeks later the patient reported that he felt like his program wore out and had to adjust it up and down and had to keep changing it. He had used all four programs for a week at a time and none of them were working for his symptoms. Some of the programs were not very pleasant and he did not want to make things worse. He was going to meet with the manufacturer representative on (B)(6)-2014 for a programming adjustment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was just implanted on (B)(6) 2014. The patient was very hard to understand on the call. The patient previously felt stimulation on his testicle and now felt stimulation on his left leg. It felt alright and it was not uncomfortable. The patient had tried to turn stimulation down to 1.1. The patient planned to see the manufacturer's representative on (B)(4). The patient stated something was "malfunctioning." Patient services tried to clarify what he meant and the patient asked about "do they time it according to, because, it is like every hour to hour that I go or something like that" or "a very weak stream." The patient had stim at 1.3 and he raised it up to 1.5 because he didn't feel the stimulation. The patient was wondering how to increase stimulation without making it hurt. The patient was given no direction on changing programs. Symptoms were "fair" and the patient didn't have to go "over and over like before." The trial worked really good and "this one here is not the same, because when I go to sleep at night only have to wake up so I can go myself." The patient didn't feel the urge to go to the bathroom. Patient services tried to clarify - the patient was not having to get up at night to urinate. The patient stated that the device was helping him and helping with his symptoms. The patient asked if it doesn't matter if he goes every 2 -2 1/2 hours. The patient had 50% reduction in symptoms per the amount of times he was going per day. The patient just wanted to feel "some kind of urge at night." The patient stated he was not having accidents when patient services tried to clarify. The patient doesn't wake up with any urge to urinate. The patient wanted "that urge" to go. The patient asked if he could go to a different program. The patient asked if it will hurt him physically not to go at night or without the urge will he have an accident? Patient services asked if he was having accidents and the patient stated: no. The patient only felt stim when he lays down. Patient services reviewed this was normal. A few days later the patient reported stimulation in the wrong location. The patient noted a loss of therapeutic effect. The patient goes frequently however only voids a little at a time. The patient had his follow up/adjustment on (B)(4) 2014 and that was when the patient noticed the change in stimulation location and symptom control some time, later after his appointment. The following service or education issue(s) were observed by patient services: patient lacked basic understanding of patient programmer use, the therapy. Program 1, 1.5v stim was on. The patient accidentally turned stim up to 1.6v when patient services was instructing the patient to turn stim on as based on the patient's description it didn't sound like stim was on. However, it was since the patient was able to increase. The patient wanted to switch programs. The patient said on program 2 on 1.5v he wasn't feeling anything so he wanted to switch to program 3 and now felt stimulation in the correct area. The patient also noted he had urine in his blood. He hadn't seen it since. The patient said if he sees blood again he'll see his doctor. A few days later the patient reported that he "only has 3 programs in it and one of them it gives me the strong stimulation but it doesn't give me the flow of the urine and the other program I get it up to 22 or 23 as high as I can get it and it makes my leg numb, and the 3rd one I get no stimulation at all." The patient had been having these problems "for about a week." The patient was looking for a closer doctor. The patient called back and reviewed a recap of last call saying he tried to "pump it up" over 21, 22, and reviewed he only had one program that worked good that gives him the will to urinate with a good flow. The patient talked to manufacturer's representative today and was told not to increase stim or else the patient would feel pain and have a return of symptoms. The patient will meet with representative next week, nothing had been scheduled yet. It was noted, yesterday, the patient increased stim to 1.20v (later patient said it was increased to 2.20/2.21) . The patient was wondering why he felt pain. At 6 am this morning he began urinating every hour and the patient was disgusted by this. (Symptom relief means getting a "good flow" the patient used to use the bathroom more like every 2 hours). Following 6 am the patient changed stim "because he did not know better" but it was uncomfortable so he changed it. The patient was on program 3 at 1.9v. The patient said program 3 is the only one that helps; the other 2 do not help. The patient asked if it's ok to stay on 1 setting. A few days later, the patient called, asking how he can reset it to get a little bit of stimulation. The patient wanted to discuss his programs, his results, his stim sensation, the instruction he got from the representative and needed help to navigate his patient programmer. The patient said they set up his machine on (B)(6) but it only lasted a few days. The patient missed his hcp (healthcare provider) appointment. The patient did not feel any stimulation but the representative said it doesn't matter if it is helping. The patient got the implantable neurostimulator (ins) because he was going too much. The patient had 3 programs. On program 1 he feels stim strong on his urethra and it hurts. Program 2 only numbs his leg. Program 3 was the best of all and the representative said he should keep it there and not to raise it up because it's going to pull and hurt. The patient noted his symptoms were helped but did not elaborate. The patient had talked to ambassadors. While on the call with the patient, patient services helped the patient sync and navigate his patient programmer. At one point, the patient described the stim off icon and patient services reviewed the function of the on/ off / sync buttons. The patient reported stim on and feeling the stim sensation and the stim on icon. Patient services helped the patient to navigate to other programs to confirm the programming available to him. The patient reported he was set on program 3 at 1.9 and he has program 1 at 1.5 and program 2 at 2.0. Patient services offered and sent interstim therapy guide, dvd and symptom diary. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0pnmu, implanted: (B)(6) 2014, product type lead. (B)(4).